Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that healthcare professional requested that basal rate be changed due to low blood glucose and customer called for assistance in programming insulin pump. Customer's blood glucose was 88 mg/dl. During phone call, customer reported that buttons on keypad were hard to press. Customer received assistance with programming insulin pump. Call was dropped while customer was being transferred to pump order line.